Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom system error 105 alarms, determined to be caused by severed motor mount screws. The motor assembly and motor mount screws were replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump alarmed system error 105. It was also reported that there was no patient involvement.